Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, this was a case of a 29mm sapien 3 valve in aortic position by transfemoral approach in a patient with severe calcification of the native annulus and leaflets. During the implantation of the valve, the balloon was inflated as per the instructions for use with nominal volume. When the balloon was fully inflated, it burst. The system was removed as a single unit. It was decided to not proceed with post-dilation due to patient conditions. The valve position was accepted even though there was mild perivalvular leak. The patient did not suffer any injury due to the event. After follow-up with the patient, it was decided that a re-intervention was not needed. The patient was noted to be stable. As per medical opinion, the root cause of the balloon burst was the severe calcification of the aortic root.

Manufacturer narrative:
Corrected h.6 investigation codes based on evaluation. The delivery system balloon burst was confirmed by visual inspection of the returned device. A radial balloon burst was confirmed at the proximal shoulder with the distal balloon portion stuck inside the sheath. Upon sheath hub disassembly, the distal retrieved distal balloon was bunched over the distal tip. No visual damage was observed on the returned esheath. No manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported the patient had severe calcification in the native annulus and leaflets, which was also confirmed through imagery review. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst.

Manufacturer narrative:
Corrected h6- impact code. Planning CT and procedural angiography were provided for review. There was calcium present in the landing zone, within the annular plane and on leaflets, which likely contributed to the balloon burst. The balloon burst/rupture was confirmed with the procedural angiography as well as the pvl reported. The final position of the balloon appears 90:10 but is difficult to determine because the valve is also canted towards the ventricle on the ncc side.